Manufacturer narrative:
Patient identifier, age, date of event were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4), during clinical procedure, fracture of bone is observed and there was error in surgical protocol.